Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of years ago.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patient had a lot of stomach stimulation. The patient underwent an ipg explant procedure. The explanted ipg was discarded by the medical facility.